Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is an estimated date. The device is expected to be returned for evaluation. It has not yet been received. The perclose proglide (part #12673-03, lot #930376h) is being reported under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the posterior portion of the foot was broken off and was not returned. Patient anatomical conditions such as obesity and calcification can interfere with needle deployment, causing the needle to deflect and strike the foot, breaking it. Calcification or other body material trapped under the foot during deployment can interfere and may break the foot. Failure to maintain a stable position of the device with respect to the tissue tract during deployment can put pressure on the foot, causing it to break. The plunger with anterior needle tip, cuffs, link, and suture with posterior needle tip were not returned. Due to the missing parts, the reported event of the link break and knot stall could not be verified or confirmed. The needle trajectory testing could not be performed due to the broken foot; however, the needle trajectory of each device is checked twice during manufacturing. There were no manufacturing or quality issues detected. Based on the investigation findings, the most probable root cause for the posterior foot break is related to the operational context. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a calcified common femoral artery after a peripheral interventional procedure. Reportedly, the link broke and the device was removed. Another proglide was used and during the advancement of the knot, it stalled. Hemostasis was achieved using manual compression. There was no adverse patient sequela. Though requested, additional information was not provided.